Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink IV catheter extension set was involved in a disconnection incident. The reporter stated that the tubing disconnected from the junction at the patient¿s IV site. This occurred during patient infusion in a hospital. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.